Manufacturer narrative:
(B) (4). (B) (4). Based on the xact instructions for use (IFU), hypotension is a known potential adverse outcome associated with carotid stents. Hypotension may also occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. The product was not returned for evaluation, which may have aided in determination of cause. No anomalies to the catheter reported during delivery system inspection prior to use. Based on the available information and relevant manufacturing records, the incident does not appear to be related to a product deficiency. It is possible that operational context of the device contributed to the reported event.

Event description:
Device issue: none. Adverse event: hypotension treated with medications. Onset of adverse event: during and after the procedure. It was reported via a trial that during post-dilatation of the xact stent in the right internal carotid artery, the patient experienced hypotension that was treated with a dopamine drip. The patient's hypotension has improved but is continuing. The patient was discharged with oral midodrine to treat the hypotension on (B) (6) 2010. No additional information was provided.